Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "issues with dilators in kit kinking, bending, crumbling at tip upon insertion including bending of guide wire". Additional kits were opened to resolve the issue. The patients had no harm or injury. The associated emdr report numbers are 9680794-2025-00216 and 9680794-2025-00215.

Event description:
It was reported "issues with dilators in kit kinking, bending, crumbling at tip upon insertion including bending of guide wire". Additional kits were opened to resolve the issue. The patients had no harm or injury. The associated emdr report numbers are 9680794-2025-00216.

Manufacturer narrative:
(B)(4).